Event description:
It was reported that during service and repair evaluation, it was observed that the electric pen drive device was not working. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a motor assembly or an electrical component failure due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture (dom) was inadvertently omitted from the initial medwatch report. It has been updated to reflect the date the device (feb 28, 2012) was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.